Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-01952. It was reported the patient experienced discomfort (described as shocks of stimulation) which gets aggravated with a position. X-rays determined one of the lead has migrated. The patient was programmed at the time with using only one lead. Surgical intervention may be taken at a later date to address the issue. It is unknown which lead is related to the issue. Therefore both are being reported.